Event description:
A patient developed pruritic erythematous papules on the body and face. Resolution with 1 ampoule of polaramine 1 mg. No further treatment or topical medication, no unusual foods. No dyspnea, respiratory discomfort or pharyngeal oedema. Saturation and hd stable. History of similar episode during recent hospitalization. Hypothesis: possible reaction to pre-filled rinsing solutions. No recurrence with use of nacl. Additional information received on 21-aug-2025 could you confirm whether the statement "history of a similar episode in a recent hospitalization" refers to the same patient or another patient? Could you also tell us the date of the event mentioned in this context? This mention refers to the same patient, the similar episode had taken place on (B)(6) 2025.

Manufacturer narrative:
As no physical sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.